Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify insulin pump error alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump started getting battery not working properly and everything shut down and also had insulin pump error alarm. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind the insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.